Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of output anomaly was confirmed in the laboratory. An arc and polish mark were observed on the device. The device was tested on the bench and using automated test equipment and found output stage to be damaged. Output transistors were damaged during bench testing. Ti is believed the lead arced to the ICD can adn shorted the high voltage output circuitry within the ICD.

Event description:
It was reported that the patient presented to the hospital for pain due to recent hv therapies. Interrogation of the device showed an alert for possible output circuit damage after a high voltage therapy delivery. Device reported it was in reset. Review of the recent therapies showed several ineffective attempted hv therapies. Output circuit damage was suspected. The device was explanted and replaced.